Manufacturer narrative:
(B)(4). Medical product: stem extension offset 16mm dia x 100mm length(combined length 145mm) item# 00598802016 lot# 63988039. Femoral component precoat size g minus (g-) right item# 00575001706 lot# 63690308. All poly petella standard cemented size 35 mm diameter 9.0 mm thickness item# 00597206535 lot# 64129885. Cruciate retaining (cr) articular surface anterior constrained ac size yellow 10 mm height item# 00597603010 lot# 641745532. Customer has not indicated whether the product will be returned to zimmer biomet for investigation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to implant fracture. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that a patient was revised approximately three years and seven months post implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by review of provided medical records. Radiographs reviewed by a health care professional identified that the medial component of the tibial hardware is fractured with depression of the hardware, most predominantly posteriorly, and the depressed hardware is not aligned with the remainder of the tibial plate. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.